Event description:
The following information was provided by the user to the cook representative in (B)(6): "the knife did not cut through the ampulla, but appeared to 'cook' the ampulla, then wire broke. This happened with a second knife. Then used a third knife and this worked normally." This occurred during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy of the sphincter of oddi. An olympus psd 20 electrosurgical power unit was used with the following settings: cut 30 watts, blend 1, coag 20 watts. Burning/coagulation of the ampulla without cutting during a sphincterotomy has been established as a reportable occurrence. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). The medical facility in (B)(6) involved in this report is listed. The contact details for the cook facility in (B)(4) are: (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use caution the user that any electrosurgical accessory device constitutes a potential electrical hazard to the patient and operator. Fulguration and burns are listed in the instructions for use as possible adverse effects. In order to perform a sphincterotomy, a sphincterotome cuts and burns by use of the power provided by the electrosurgical unit (specifically, the electrosurgical unit is used to apply cautery through the sphincterotome). Therefore, cutting and burning are expected outcomes of a sphincterotomy. The conditions in which the sphincterotome is used to safely create the desired cut and burn are under the direct control of the user. Prior to distribution, all cook endoscopy d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual and functional test to ensure device integrity. The functional test includes verification of the ohm meter is used to verify continuity between the cutting wire and electrical pin. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.